Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for abdominal pain and diabetic ketoacidosis, with blood glucose levels of approximately 200 mg/dl. The customer stated that her blood glucose levels went as high as 400 mg/dl at one point. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Advised that a tubing clamp would be mailed. Nothing further was reported.